Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, a morphology template was unable to be obtained. The morphology template was attempted multiple times without success. The morphology was left as passive with no stored template. The patient was stable.